Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 400 mg/dl. For treatment, the patient was put on intravenous (IV) fluids and diagnostic tests were run. The patient had large ketones and the patient was nauseous with vomiting. The patient was given zofran for the nausea. The patient was in the hospital until the evening of the 23rd of may. No further details.